Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connector was evaluated ad reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the plug for the interconnect cable came apart and the pins were bent. This was preventing power from going to the c-arm resulting in no boot. There is no report of death or serious injury.